Manufacturer narrative:
Date of event is estimated

Event description:
It was reported that the patient experienced an infection at the lead site. The patient experienced fever, sweating, and swelling at the lead site. The patient was sent to the hospital for IV antibiotics and was sent home with a PICC line to address the issue.